Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Handle cracked during broaching of femur. Another device was immediately available for use and case completed as originally planned. No medical intervention was required and no delay was reported.